Event description:
It was reported post cryo ablation that cardiac tamponade occurred. The patient's blood pressure dropped as they were awoken from anesthesia and cardiopulmonary resuscitation (CPR) was begun. Surgical intervention was required and four liters of blood were removed from the patient's chest cavity and two tears in the right atrium were repaired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Investigation results show that bin files did not show any system notices for the date of event. No product lot number was available at the time of initial review.